Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 41 mg/dl at the incidence and current blood glucose value was 346 mg/dl. The customer was treated with food for low blood glucose level. Customer stated retainer ring was damaged however reservoir was able to lock in place when inserted into pump. The insulin pump will returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube). (B)(4).